Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy dialysis effluent. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with vancomycin (2g, route, frequency and duration not reported) and gentamicin (32mg, discontinued the following day, route not reported) for the event. The patient was recovered from the event. Action with pd therapy was not reported. No additional information is available.